Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during the placement procedure the physician opened the port kit and noted that the tip of the tunneler was missing causing difficulty inserting the device. There was no reported patient injury.

Event description:
It was reported that during the placement procedure the physician opened the port kit and noted that the tip of the tunneler was missing causing difficulty inserting the device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: per the manufacturing site: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Per the manufacturing site: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. Visual evaluation was performed. The complaint of a missing tunneler tip, more specifically, an incorrect tunneler in the package, is confirmed. The photographs were of an example of the alleged complaint and of a reference of what the tunneler should look like, respectively. The reference photograph manifested a tunneler inside a package with a conical tip as part of the metal body. The photograph of the example of the alleged complaint showed a tunneler inside a package with a straight tip and no conical feature. Although the photographs do not contain labeling to identify the products¿ lot or product numbers, this is a known issue with the lot number reported, recu0481. The most likely root cause is due to a mix-up at the supplier where the incorrect tunneler was mixed with the correct tunneler. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. Expiry date: 12/2019. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.